Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq3143 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (refq3143) have been reported from the same facility in (B)(6).

Event description:
It was reported that leak on the tubing of needle g 20. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.